Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered several rounds of inappropriate anti-tachycardia pacing (atp) and impropriate shocks, therapy was exhausted, due to an episode of atrial fibrillation (af) with rapid ventricular response (rvr). The device displayed an fc1005 code related to an open circuit. It was discovered that gradual shock lead impedance out of range and high thresholds were present, however, these issues were associated directly to the right ventricular (rv) lead, which was capped and replaced. The crtd remains active and in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered several rounds of inappropriate anti-tachycardia pacing (atp) and inappropriate shocks, therapy was exhausted, due to an episode of atrial fibrillation (af) with rapid ventricular response (rvr). The device displayed an fc1005 code related to an open circuit. It was discovered that gradual shock lead impedance out of range and high thresholds were present, however, these issues were associated directly to the right ventricular (rv) lead, which was capped and replaced. The crtd remains active and in service. No adverse patient effects were reported.